Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set off during use, which cause the patient's blood glucose elevated to 308 mg/dl. The set was in use for one day. The patient replaced infusion set and resumed insulin successfully. No further information available.